Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring urinary incontinence. The pump was difficult to squeeze and would not refill. Upon inspection, a slight break was found in the tubing between one of the cuffs and the y-connector. Blood had infiltrated the pump and reservoir through the break, clogging the internal components and causing the issue. The pump and reservoir were explanted and replaced with new components, which were spliced onto the existing cuffs. The system was tested and functioned as expected, and the procedure was completed without complications.